Manufacturer narrative:
The device was returned for analysis, and review of device images found that there were no indications that the death was related to the device. A finding of extended charge time was discovered and previously reported in MFR 2938836-2017-34199.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer reference number: 2938836-2019-03638. Manufacturer reference number: 2938836-2019-03639. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown.